Event description:
A customer reported that the screen was broken, and upon plugging it in, the device started up, but the screen remained black. There was no additional information regarding the customer's blood glucose levels provided, thus no adverse impact to the customer¿s blood glucose level was reported. A replacement pump with a new serial number was issued to the customer.